Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the alaris channel disconnected. There was an infusion for blood pressure, and the furthermost lhs lvp channel was infusing when suddenly it displayed channel disconnect channel a,b, & c were connected but not infusing anything at the time of incident. The patient harm reported was a drop in blood pressure whilst the clinical staff had to source a new lvp. There was patient involvement but no harm.

Event description:
It was reported that the alaris channel disconnected. There was an infusion for blood pressure, and the furthermost lhs lvp channel was infusing when suddenly it displayed channel disconnect channel a,b, & c were connected but not infusing anything at the time of incident. The patient harm reported was a drop in blood pressure whilst the clinical staff had to source a new lvp. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, date received by manufacturer, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, g, b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex c and d codes, remedial action required and remedial action #.

Event description:
It was reported that the alaris channel disconnected. There was an infusion for blood pressure, and the furthermost lhs lvp channel was infusing when suddenly it displayed channel disconnect channel a,b, & c were connected but not infusing anything at the time of incident. The patient harm reported was a drop in blood pressure whilst the clinical staff had to source a new lvp. There was patient involvement but no harm.